Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The complaint for system error se 2267 (fluid and air in set) occurred during dwell 4/5 was not confirmed. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A patient contacted (B)(6) regarding assistance with a system error 2267 while using the homechoice (hc) during dwell 4 of 5. The patient stated he attached another bag to the unused line because he was short fluid and the error occurred. (B)(6) explained the error indicated that air got into the disposable set. (B)(6) then helped the patient end therapy. No injury or medical intervention was reported.